Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes were recorded due to lead noise. Diagnostic imaging was performed and did not indicate any lead damage. The lead was capped and replaced. The patient was in stable condition following the procedure.